Event description:
2/19/98 2cc liquid aspirated from foley balloon using syringe. Met with much resistance, tubing to balloon cut to drain. Much resistance met w/attempt to remove foley cath. Md notified & ordered to continue to remove cath. 2/20/98 resident wanted rn to pull cath out. Removed w/much resistance & balloon remained inflated w/fluid. Minimal bleeding noted from penis, but shortly stopped balloon remained intact.